Event description:
It was reported that the vns was experiencing erratic stimulation and was feels that it causes her left jaw to twitch. Clinic notes were received that stated that the pt feels that the stimulation is less powerful than before. The muscle spasms do not appear to be timed with the on times of stimulation however the physician disabled the vns stimulation and the contractions stopped. The clinic notes also stated that the pt is experiencing a decline in seizure control and was referred for prophylactic generator replacement. Surgery to replace the pt's vns generator has occured. The explanted generator has been returned and is currently undergoing analysis. An implant card has been received indicating diagnostics following replacement show normal impedance.